Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, lot/serial #: (B)(6). The battery was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. The battery was tested for +24hrs with a known-good uninterruptible power supply (ups). After 24hrs, the unit did not shut down or heat up. When the ups was removed from ac power, the battery powered the ups for the programmed 11.5 minutes before shutting down. Before and after testing, battery measured acceptable voltages at 50.70v and 52.85v. Battery performs as expected. No failures were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The battery was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: product ID: 9735773, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 salesforce c00233471 (rep, hcp, for): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system main cart was idle during two surgeries the main car shut down( without any warning or error message). The camera cart stayed on (pcoip connection message shown on the screen since the camera cart was still powered by battery. After disconnecting the batter from the ups the error seemed to be fixed. Additional information was received. It was noted that the issue occurred between surgeries when no patient was present. Additionally, it was noted that the navigation system was fully functional during the procedures.